Event description:
It was reported that a microvascular anastomotic coupler device was damaged. This issue was further described as, ¿it snapped¿. This occurred intra-op. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. Upon receipt, the returned 3.0mm coupler product from the reported alleged event was investigated for the reported allegation of ¿the product snapped¿. The 3.0mm coupler jaw assembly with the right ring intact in its jaw was returned for investigation. The left ring was not intact nor was it returned. The returned jaw assembly clicked into the anastomotic instrument (ai) as intended. The ai knob was then turned as would be done in a surgical process to mimic approximating the rings. There appeared to be no defect in the remaining coupler ring or any portion of the jaw assembly. The product returned for the investigation, and the investigation itself, do not align with the allegation that the product ¿snapped¿ as the customer stated. An exact root cause for the ring dislodging from the jaw assembly could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.